Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of crosstalk could not be confirmed in the laboratory. The device was tested on the bench and our automated testing equipment. The device was normal and no anomalies were found. The cause of the anomaly could not be determined.

Event description:
It was reported that during attempted implant output anomaly and sensing anomaly was reported. Crosstalk was also noted. This device was not implanted.